Manufacturer narrative:
Customer reported that neither the tubing pack nor the handpiece used during the event are being returned for evaluation. The system used during the event (whitestar signature system) was inspected by a field service specialist after the fact ((B)(4) 2013) and there were no problems found with the system. Field service specialist also reported that the customer did not stop using the machine after the incident. However, they have not reported any similar event. Note: all pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
This product is not serialized. Lot number is ck01934. Placeholder.

Manufacturer narrative:
The manufacturer report number should have been (B)(4). Placeholder.

Event description:
Account reported that during phacoemulsification, the aspiration on the tubing stopped working. Surgeon removed the phaco pen (handpiece) from the patient¿s eye and disconnected the tubing from the pen. He then tested the aspiration in water in order to ascertain if it was the tubing at fault as opposed to the phaco pen. The tubing was replaced and surgery continued. Due to this incident the patient suffered a wound burn and needed 3 nylon sutures to the wound. As the tubing had been used in the patient¿s eye and contained a sharp it was not saved.

Manufacturer narrative:
Health professional selection is provided. Placeholder.